Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood/contrast on the guidewire and/or interaction with other devices/anatomy resulted in the reported/noted difficult to remove. Manipulation of devices resulted in the noted misaligned coils, the noted bent tip and the noted bunched outer and inner member of the xience pros stent delivery system contributing to the reported/noted difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification and mild tortuosity. The 3.0x12 mm xience pros stent delivery system (sds) was being advanced on the guide wire through the guiding catheter but the devices became stuck and could not advance forward or backward. Therefore, the entire system was removed together. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. A versaturn guide wire was returned frozen inside the xience pros sds. No additional information was provided.